Event description:
It was reported the patient was called in for lead revision after it was discovered that the sensing integrity counter showed a high number of short v-v intervals. It was possible to generate noise by handling the device, but not constantly so that led to some confusion. To be on the save side it was decided to implant a new lead. A very small piece of the silicone located on one of the connector pins was loose, so the physician picked it off. It is uncertain if the piece of silicone originate from the pace/sense connector pin or the shock connector pin. Another observation was a bend on the distal part of the lead and it is uncertain if that could cause the short v-v intervals. The old 6936 lead could not be removed, so it was end capped and abandoned in the patient and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.